Event description:
It was reported that during an initial implant procedure an implantable pulse generator (ipg) was found to be already at elective replacement indicator (eri). Eri was discovered upon interrogation after the device was connected to the patient's leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary event: the device was returned, analyzed, and no anomalies were found. (B)(4).